Event description:
Procedure type: lap nissen. According to the reporter: the needle broke during the case. This caused no tissue damge and no pt injury. A new instrument was used to complete the procedure. No further info was provided.